Event description:
It was reported that prior to a percutaneous coronary intervention, the stent had moved on the delivery system. The target lesion details are unknown. While unpacking the 3.0x38mm promus element coronary drug-eluting stent it was noted that the stent had shifted toward the tip of the device. The procedure was not completed. As there was no contact with the patient, no patient complications were reported.

Event description:
It was reported that prior to a percutaneous coronary intervention, the stent had moved on the delivery system. The target lesion details are unknown. While unpacking the 3.0x38mm promus element coronary drug-eluting stent it was noted that the stent had shifted toward the tip of the device. The procedure was not completed. As there was no contact with the patient, no patient complications were reported.

Manufacturer narrative:
Device is combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual, tactile and microscopic examination of the returned device revealed the stent had moved distally on the balloon approximately 17mm; sitting on the tip of the device. The struts in the third row from the proximal end of the stent were bunched up. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with the balloon profile that could have potentially contributed to the complaint incident. Kinks were observed on the hypotube at 425mm proximal to the tip of the device and at the base of the strain relief. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).